Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexa2340 showed no other similar product complaint(s) from these lot numbers.

Event description:
The user found a tubing break after the PICC was positioned five days. The PICC was placed in a vein of the arm.